Manufacturer narrative:
Retainer=clear device was returned for intermittent button response and critical pump error (open book image) alarm found on (B)(6), 2021. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and missing serial number label. Successfully utilized crest and thus to download history files, traces and comlink3 files. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1]. Force sensor zero offset within specification 25.8mv. Critical pump error (open book image) alarm confirmed after battery installation and was triggered by three consecutive pump error 63 critical handling alarms on (B)(6) 2021 at 7:50pm due to moisture damage on pcba 1. Unable to confirm intermittent button response due to critical pump error(open book image) alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w version: 4.11d; retainer=clear. The pump was returned for intermittent button response and critical pump error (open book image) alarm found on (B)(6) 2021. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and missing serial number label. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Pump error 63 with variable (3) critical handling alarms confirmed on the pump history/trace files on 01/02/2021 at 7:50pm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1]. Force sensor zero offset within specification 25.8mv. Critical pump error (open book image) alarm confirmed after battery installation and was triggered by three consecutive pump error 63 with variable (3) critical handling alarms on (B)(6) 2021 at 7:50pm due to broken trace on the u1 chip. Unable to confirm intermittent button response due to critical pump error (open book image) alarms. Moisture damage confirmed on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that middle and down buttons was unresponsive. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.